Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2003 and (B)(6) 2007 and mesh was used. Dates of product implantation not specified. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2003. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation .the patient underwent an additional mesh implantation (B)(6) 2007. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04317. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04317. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, menorrhagia, and menometrorrhagia and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, infection, bowel problems, recurrence, and dyspareunia. (B)(4).